Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and identified a fan tray issue that prevented the system from turning on. A review of system log files showed that the pdu (power distribution unit) had a faulty fan tray and dcps, confirming the reported issue. The philips field service engineer (fse) inspected the system onsite and replaced the pdu fan tray and dcps in cabinet m, after which the system powered up successfully with the network cable disconnected during initialization. The system passed several shutdown and restart tests without any faults. The defective pdu fan tray was returned for analysis, and results indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The system was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.